Manufacturer narrative:
It was reported that the resident slid forward while sitting on the carmina chair. His genitalia was caught in the front of the carmina chair's hole in the seat. The staff tilted the resident back onto the pad and used a maxi move to lift the resident up. The resident was not injured and did not require medical intervention. The staff reported that they heard a noise while tilting the chair. The device was evaluated by an arjo service technician, but no malfunction related to the event was found. Castors were worn but still locking under normal operation. The castor lock skipped due to the angle of the device, when the device was tilted backwards to reposition the resident. However, in normal use, the device should not be tilted with the resident. Based on the information gathered, it seems most likely that the event could be a result of the resident's condition, who was unable to sit upright and slid forward, and/or the result of an incorrect position of a resident placed on a chair. The carmina instructions for use (04. Bl.00_1) includes the following information and warning: "caregivers should assess each resident according to the following criteria prior to use: the resident needs to be able to sit in an upright position, normally defined as active or semiactive." "Warning: to ensure that the genitals of the resident not get pinched between the seat and container, ensure that: (...) The resident sits centered over the opening in the seat." In summary, the carmina chair was used, when the event occurred and therefore was involved in the incident. The device was evaluated by the arjo representative, but no malfunction that could contributed to the event was found. This complaint was decided to be reported to the regulatory authorities in abundance of caution due to indication of the specific type of entrapment (genitalia entrapment).

Manufacturer narrative:
The device was inspected by an arjo representative. It was found that the castors were worn but still locking. Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the resident slid forward while sitting on the carmina chair. His genitalia was caught in the front of the carmina chair's hole in the seat. The staff tilted the resident back onto the pad and used a maxi move to lift the resident up. The staff reported that they heard a noise while tilting the chair - the castors lock skipped due to the angle. The resident was not injured and did not require medical intervention.